Event description:
A journal article was obtained on 04mar2026 that reported a retrospective study from turkey. The purpose of the study was to evaluate the clinical and radiological outcomes of hip arthroplasty with femoral shortening in patients with crowe type 4 dysplasia using the sandwich technique we developed. The study reviewed 96 patients/117 hips who underwent subtrochanteric transverse shortening osteotomy due to crowe type 4 dysplasia between january 2016 and december 2020, with a minimum follow-up period of 24 months using a posterolateral approach. In all cases, a wagner cone¿ stem (zimmer, warsaw) and a zimmer acetabular cup were used. The study population had a mean age of 30.74 years at time of surgery; (14 males/82 females). Follow-up was conducted at 4mo, 8mo, 12mo with a mean length of follow-up for 50.34 months (range, 26-98). The author reported 5 hip dislocations. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). A2. Mean age of 30.74 years at time of surgery. D6a. Implant date between jan 1, 2026, and dec 31, 2020. D10. Unknown head item# unknown lot# unknown. G2: foreign - event occurred in turkey. Literature source: coskun, m., aydin, a., & akbulut, d. (2025). Sandwich method in crowe type 4 hip arthroplasty surgery: a retrospective study on a novel technique for osteotomy line union. Medicine, 104:24 pg 1-7. Https://doi.org/10.1097/md.0000000000042784. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed due to lack of product/information.no product was returned or pictures provided; visual and dimensional evaluations could not be performed.medical records were not provided.the device history record was not reviewed without product identification.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.